Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the emergency medical services dispatched at house due to the low blood glucose level on unknown date. Customer's blood glucose level was 41 mg/dl at the time of event. Customer was treated with glucose tablet. Customer had blood glucose level of 45 mg/dl. Customer had high blood glucose level in the range of 400 to 500 mg/dl in the last night. Customer was using auto mode feature at the time of event. Customer alleging insulin pump for over delivering because customer stated that they get blockage and the rewind and the bolus may be over delivering. Customer stated that the insulin pump had insulin flow block alarm. Customer did self test and it was passed. The insulin pump will not be returned for analysis.